Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette with green flow stop, the pump exhibited "no disposable, clamp tubing" alarm. Per reporter the residual volume was 9 ml (as accidentally reset to 100), rate 2.2 ml/hr and given 90.7 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).